Event description:
It was reported that during negative pressure wound therapy utilizing a renasys go, the dressing did not compressed at all, so nothing reached to the canister. The problem was not solved by exchanging the canister. The treatment was continued with a back-up device. There was no patient harm. There was no delay.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. A potential root cause could be a kink or a blockage; ensure cannister tubing and renasys soft port are installed completely and without any kinks to avoid leaks or blockages as this could contribute to a suction issue, please refer to the instructions for use for further assistance. No batch lot number has been provided therefore a review of the device history is not possible and the complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.